Manufacturer narrative:
Analysis found that only the connector portion of the lead was returned in one piece measuring 24.8cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Related manufacturer report number: 2017865-2019-15844. Related manufacturer report number: 2017865-2019-15845. It was reported the patient expired on (B)(6) 2018. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.